Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of(B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the rocker of the lower jaw and the pin are missing. The instrument arrived contaminated. The instrument was analyzed by microscope and camera. A visual inspection was conduction on the jaw was performed, except for the blood soiling and the absent rocker, no other abnormities were found. The mechanical functions were checked, the clamping, cutting function and articulation all performed well. After decontamination, a microscope investigation was performed of the lower jaw, it was noticed the notch was missing. The notch is necessary to hold the junction pin in its position. The manufacturing documents has been checked and found to be according to specification valid at the time of production. Without inserting the crimping after inserting the pin, during usage will cause the junction pin to fall out. The manufacturer had identified that a corrective action is required. The current failure rate is within the risk analysis, no further action required.

Event description:
Country of complaint: portugal. During surgery the tip of the instrument fell/broke off. There was no negative consequences to the patient.